Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, device would not close to fire and other device delivered an incomplete staple line. The prodecure was completed vaginally. There was no further consequence to the pt.